Event description:
The customer reported that unit was dropped on the floor and have damaged the lcd and the frame around the lcd. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).